Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report worsening mitral regurgitation. It was reported that on (B)(6) 2021, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4. A significant posterior leaflet prolapse with posterior flail of a primary chordae tendinea. One clip was successfully implanted, reducing mr to a grade of 1. On (B)(6) 2021, echocardiography was performed, and it was observed that mr had increased to a grade of 4+. The clip was noted to be attached and stable on both leaflets. On (B)(6) 2021, a second mitraclip procedure was performed to treat the increased mr. It was then observed that a small hole in the posterior leaflet had occurred, and was the result of the increased mr. One clip was successfully implanted, reducing mr to a grade of 1. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, a cause for the reported unspecified tissue injury could not be determined. The mitral regurgitation (mr) is a cascading effect of the unspecified tissue injury. Furthermore, unspecified tissue injury and mr are listed in the instructions for use as known possible complications associated with mitraclip procedures. The unexpected medical intervention and prolonged hospitalization were the result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.